Event description:
The manufacturer was made aware of an allegation by an end user that a continuous positive airway pressure (CPAP) device and associated humidifier experienced a thermal event while in use. There was no report of patient harm or injury. The user was also using oxygen via an oxygen concentrator (manufacturer unknown). The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the CPAP and associated humidifier for investigation. There was evidence of severe thermal damage to the CPAP air inlet port, external surface of the bottom enclosure, and the molded plastic airpath. There were no voids in the enclosure. There was no evidence of thermal damage to the pca, connectors, or power cord/supply, and both devices were able to power up and provide flow and heated humidification. There was no evidence of a malfunction in either device that would have caused the reported event. The nature and location of the thermal damage to portions of the airpath indicates there was an unknown external heat source that caused the event. It was also indicated that there was an oxygen concentrator (manufacturer/model unknown) in use at the time of the event, which may have contributed to the damage. There was no patient harm reported. Based on the manufacturer's investigation, we conclude that user error caused or contributed to the event, and that no further action is necessary.